Event description:
It was reported that during testing the mesher was not working. No patient involvement. Upon device evaluation it was noted that the comb on the device was noted to be damaged. Diligence is complete as no additional info was noted.

Manufacturer narrative:
This incident is being recorded under (B)(4). Review of the most recent repair record identified the following related repair: mesher no working during the test due to damaged comb. All worn or damaged components were replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.